Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once additional information is available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) code. The printouts were sent to boston scientific technical services (ts) and a consultant discussed that this either occurred during an automatic capacitor reformation or for the delivery of a shock and indicates that it took the s-ICD between 22 to 45 seconds to complete a charge for an 80 joule shock. The ts consultant stated that the s-ICD could still deliver therapy; however, that delivery may take longer than expected. Previous internal reviews of this device's memory noted that the charge time during an automatic capacitor reformation was at 18 seconds but still within the specifications of the device. No adverse patient effects were reported. The ts consultant recommended device replacement; however, the field representative reported that due to changes in the patient's condition, the s-ICD will not be replaced when it is explanted. The physician will explant this s-ICD when it reaches elective replacement indicator (eri) battery status.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once additional information is available, this report will be updated. Boston scientific received additional information. At the last device check in (B)(4) 2016, the remaining battery life to eri was still 16%. The device remains implanted and in use. The physician still plans to keep the device in use until eri is reached. Once explanted, it will be returned for laboratory analysis. This report will be updated after the device is returned and analyzed.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a long charge (lc) code. The printouts were sent to boston scientific technical services (ts) and a consultant discussed that this either occurred during an automatic capacitor reformation or for the delivery of a shock and indicates that it took the s-ICD between 22 to 45 seconds to complete a charge for an 80 joule shock. The ts consultant stated that the s-ICD could still deliver therapy; however, that delivery may take longer than expected. Previous internal reviews of this device's memory noted that the charge time during an automatic capacitor reformation was at 18 seconds but still within the specifications of the device. No adverse patient effects were reported. The ts consultant recommended device replacement; however, the field representative reported that due to changes in the patient's condition, the s-ICD will not be replaced when it is explanted. The physician will explant this s-ICD when it reaches elective replacement indicator (eri) battery status.